Event description:
Cardioplegia would not run after cross clamp. Perfusion troubleshot lines and machine. Changed out mps line to the field and multiperfusion adaptor. Fluid ran through old line but not the multiperfusion adaptor. There is an issue with the multiperfusion adaptor. Patient heart was not perfused for approximately 5 minutes. Dr. Removed cross clamp after 2 minutes. After lines and multiperfusion adaptor changed and primed, the cardioplegia ran fine after cross clamp was reapplied. Will take action to sent the adaptor back to the manufacturer. FDA safety report ID # (B)(4).